Event description:
It was reported by the rep that when the devices were used during a vaginal hysterectomy procedure, they did not fire. Another device was used with the same result. The third device was used to complete the case, after the user was inserviced to assure their understanding of device usage. There were no consequences to the pt.